Event description:
It was reported that pt underwent primary hip procedure on (B)(6), 2009. Revision surgery was performed on (B)(6), 2011 due to acetabular loosening. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device has been requested to be returned. Upon return and eval, a f/u report will be sent to the FDA. This report filed (B)(4), 2011.